Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with a right atrial lead that exhibited noise over-sensing. The lead was capped and replaced during the generator change on (B)(6) 2025. The patient was in stable condition.